Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 (returned to manufacturer) date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty quantum board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image. The issue was found during preparation for use of an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the unit had cracked bezel. The keypad was rusty. The fan speed test failed. The image reappeared after changing the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.